Event description:
A patient reported experiencing inaccurate erratic results with an ot basic enhanced meter. The patient's blood glucose results were 17mg/dl, 27mg/dl, 44mg/dl, 170mg/dl. Tests were done within less than 10 minutes with a difference of 74mg/dl. Patient did not experience any adverse events. No further information has been reported. Note: customer was using and storing strips in the carrying case without the vial.